Event description:
It was reported that a patient presented to the clinic with multiple episodes of post-sensed t-wave oversensing on their insertable cardiac monitor. Programming changes were made to address the issue. The patient was reported as stable.